Manufacturer narrative:
(B)(4).

Event description:
On 2015-10-21 additional information was received from a healthcare provider (hcp). A motor stall occurred (B)(6) 2015 at 14:03, stopped pump period may exceed tube set on (B)(6) 2015 at 14:03 and motor stall recovery (B)(6) 2015 at 15:30. Reset occurred-watchdog (B)(6) 2015 14:40. The pump was in safe state (B)(6) 2015 at 14:40. The pump was delivering baclofen 2000 mcg/ml; 12 mcg/day the pump was updated (B)(6) 2015 to increase the daily dose 4101 percent to deliver baclofen 2000 mcg/ml ; 503.1 mcg/day.

Event description:
It was reported that a pump motor occurred and was confirmed by telemetry with no motor stall recovery recorded. The motor stall was caused by the patient having magnetic resonance imaging (MRI) or other medical procedure. The patient had an MRI but did not have the pump checked that day. The patient was in the clinic for a refill on (B)(6) 2015 and was not having any symptoms. The device system delivered lioresal. Additional information has been requested but was not available at the time of this report.

Event description:
On 2015-10-21 update/correction: the pump was delivering lioresal. The lot number was ds0078 and the expiration date was october 2017.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8590-9, lot# n268493, implanted: (B)(6) 2011, product type: accessory. (B)(4).